Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #:1650de / expiration date: 31-jul-2019/ serial #: (B)(4), UDI #: (B)(4), device available for evaluation?: no. Device evaluated by manufacturer?: no, device evaluation anticipated, but not yet begun. Mfg date: 03-jul-2018. Labeled for single use: no. Brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #:1650de / expiration date: 30-apr-2022/ serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer?: no, device evaluation anticipated, but not yet begun. Mfg date:16-apr-2021. Labeled for single use?: no. Brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #:1650de / expiration date: 31-jan-2021/ serial #: (B)(4), UDI #: (B)(4). Device available for evaluation?: no. Device evaluated by manufacturer?: no, device evaluation anticipated, but not yet begun. Mfg date: 09-jan-2020, labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited unexpected power loss and batteries exhibited power disconnect alarms. It was noted that one of the battery also exhibited two erroneous critical battery alarms and another battery exhibited a communication error. The controller remain in use and the batteries will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
###A supplemental is being submitted for additional information. Additional products: (B)(6) ¿ battery d9: yes, return date: 03-feb-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g04034 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04, c07 h6: FDA conclusion code(s): d02, d11 (B)(6) ¿ battery d9: yes, return date: 03-feb-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 (B)(6) ¿ battery d9: yes, return date: 03-feb-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g04034 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04, c07 h6: FDA conclusion code(s): d02, d11 (B)(6) ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-jun-2022 / serial #: (B)(6) d9: yes, return date: 03-feb-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 (B)(6) ¿battery h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 (B)(6) ¿battery h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 product event summary: one (1) controller ((B)(6) ) and four (4) batteries ((B)(6)) were returned for evaluation. Two (2) batteries ((B)(6)) were not returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(6) and (B)(6) revealed that the batteries passed visual inspection and functional testing. Failure analysis of (B)(6) and (B)(6) revealed that the batteries passed functional testing. Visual inspection of (B)(6) and (B)(6) revealed worn damage on the battery connectors. The worn connector did not affect the functionality of the devices; the batteries were able to adequately connect to a test controller. Failure analysis of the returned controller revealed bent pins within power port one (1). Additionally, visual inspection revealed contamination within power port one (1) of the controller. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis revealed four (4) controller power up events with associated pump start events logged on (B)(6) 2021 at 15:07:07, on (B)(6) 2021 at 20:46:30, on (B)(6) 2021 21:40:24, and (B)(6) 2022 at 06:46:02. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, data logs prior to and following the first power up event were not available. No anomalies were observed leading up to the remaining losses of power. The controller was without power for 11 seconds, 14 seconds, 12 seconds, and 16 seconds, respectively. Analysis of the alarm log file did not reveal any power disconnect alarms within the analyzed period; however, review of the data log file revealed multiple instances involving (B)(6), where the batteries' relative state of charge (rsoc) values was logged between 101-201, which is indicative of communication errors. A communication error will trigger a power disconnect alarm if the other power source is a battery with an rsoc greater than 25%. Review of the alarm log files revealed seven (7) critical battery alarms due to communication errors involving (B)(6). As a result, the reported events were confirmed. A power source lubrication procedure had been performed on (B)(6) in accordance with the requirements under fsca (B)(4) on (B)(6) 2018. The remaining batteries had been lubricated prior to release. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and batteries. Possible root causes of the communication errors, and resulting power disconnect alarms, can be attributed to the controller not receiving responses from the batteries, the packet error checking method detecting bit errors, and/or due to momentary disconnections on the communication pins of the controller, potentially due to contamination and bent pins. The most likely root cause of the observed contamination event can be attributed to handling of the device. Based on an investigation conducted under CAPA (B)(4), the root cause of observed bent socket pins within power port connectors is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery and adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Based on the available information, the most likely root cause of the observed damage to the battery connectors can be attributed to wear, likely due to normal disconnection and rec onnection between the power sources' output cables and metal power port connectors on the controller. CAPA (B)(4) was opened to investigate bent/damaged pins with controller 2.0 and damaged power source connectors. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA (B)(4) is investigating controller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a correction to b5. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller exhibited a second unexpected loss of power. Approximately one week later, the patient h eard five high priority alarms that resolved, and it was suspected that these were critical battery alarms. After describing the sound of the high priority alarm, it was confirmed that the alarms were critical battery alarms. However, neither the patient nor the patient¿s spouse looked at the controller to verify which high priority alarm had sounded. Subsequent log file review revealed two critical battery alarms during the corresponding time frame.

Manufacturer narrative:
A supplemental report is being submitted for an update to the event description (b5) and h10. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-jun-2022 / serial #: (B)(6), UDI #: (B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 28-jun- 2021 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that an additional battery exhibited power disconnect alarms. The battery was replaced.

Event description:
It was further reported that another battery exhibited power disconnect alarms. The battery was removed from service.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly b5 and h10. Additional product: d1: heartware ventricular assist system ¿battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-oct-2021/ serial #: (B)(6) UDI #: (B)(4), d10: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 13-oct-2020, h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly added b5 and h10. Additional product: d1: heartware ventricular assist system ¿battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-jan-2022/ serial or lot#: (B)(6) UDI #: (B)(4). D10: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 15-jan-2021 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the previously added battery along with a new additional battery exhibited two erroneous critical battery alarms and a power disconnect alarms due to communication error. The additional battery was removed from service.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and an update to the product event summary. Product event summary: one (1) controller (B)(6) and four (4) batteries (B)(6) were returned for evaluation. Two (2) batteries (B)(6) were not returned for evaluation. A review of the service history record of (B)(6) revealed no indication of any anomaly or deviation related to the servicing that could have contributed to this event. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(6) and (B)(6) revealed that the batteries passed visual inspection and functional testing. Failure analysis of (B)(6) revealed that the batteries passed functional testing. Visual inspection of (B)(6) revealed worn damage on the battery connectors. The worn connector did not affect the functionality of the devices; the batteries were able to adequately connect to a test controller. Failure analysis of the returned controller revealed bent pins within power port one (1). Additionally, visual inspection revealed contamination within power port one (1) of the controller. Internal visual inspection of the batteries and controller did not reveal any anomalies. (B)(6) is in scope of fa1257, which was initiated for batteries with a welding defect in a spot weld of the nickel strip that connects the 5x and 3x cell pack. While (B)(6) is in scope of fa1257, internal visual inspection did not reveal any anomalies associated with the battery welding. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Log file analysis revealed four (4) controller power up events with associated pump start events logged on 24-nov-2021 at 15:07:07, on 19-dec-2021 at 20:46:30, on 26-dec-2021 21:40:24, and 07-jan-2022 at 06:46:02. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, data logs prior to and following the first power up event were not available. No anomalies were observed leading up to the remaining losses of power. The controller was without power for 11 seconds, 14 seconds, 12 seconds, and 16 seconds, respectively. Analysis of the alarm log file did not reveal any power disconnect alarms within the analyzed period; however, review of the data log file revealed multiple instances involving (B)(6) , where the batteries' relative state of charge (rsoc) values were logged between 101-201, which is indicative of communication errors. A communication error will trigger a power disconnect alarm if the other power source is a battery with an rsoc greater than 25%. Review of the alarm log files revealed seven (7) critical battery alarms due to communication errors involving (B)(6) . As a result, the reported events were confirmed. A power source lubrication procedure had been performed on (B)(6) in accordance with the requirements under fsca cvg-18-q4-19 on 28/aug/2018. The remaining batteries had been lubricated prior to release. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and batteries. Possible root causes of the communication errors, and resulting power disconnect alarms, can be attributed to the controller not receiving responses from the batteries, the packet error checking method detecting bit errors, and/or due to momentary disconnections on the communication pins of the controller, potentially due to contamination and bent pins. The most likely root cause of the observed contamination event can be attributed to handling of the device. Based on an investigation conducted under CAPA pr00384004, the root cause of observed bent socket pins within power port connectors is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery and adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Based on the available information, the most likely root cause of the observed damage to the battery connectors can be attributed to wear, likely due to normal disconnection and reconnection between the power sources' output cables and metal power port connectors on the controller. CAPA pr00384004 was opened to investigate bent/damaged pins with controller 2.0 and damaged power source connectors. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Additional products: (B)(6) h6: FDA conclusion code(s): d01 (B)(6) h6: FDA conclusion code(s): d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.